Manufacturer narrative:
Other: handles.

Event description:
It was reported by service report that the zoom handle lights are intermittent. There was pt involvement; however, no adverse consequences are reported.